Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 67 mg/dl and self-administered glucagon; no medical care was sought. Symptoms included hypoglycemia. Outcomes included recovery without hospitalization or long-term impairment. Investigation included complaint intake review and multiple attempts to obtain additional event details and device information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.